Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-02243. It was reported that the patient lost stimulation due to the leads coiling many times and fraying near the battery location. In turn, the leads were explanted and replaced on (B)(6) 2021 to resolve the issue.